Event description:
It was reported that the patient presented for scheduled radio frequency ablation. During the procedure the implantable cardioverter exhibited pacing inhibition caused by over-sensing. Additionally, under-sensing was observed during the procedure. The patient was not pacing dependent and was under general anesthesia, therefore experienced no adverse effects. No interventions were reported. The patient was discharged.